Manufacturer narrative:
New information: describe event or problem: this is a follow up to report an update to brand from u by kotex unknown to sleek tampons. Brand name, 510k number, type of report: follow-up 1, follow-up type, results and conclusion codes. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction or reported issue.

Event description:
This is a follow up to report an update to brand from u by kotex unknown to sleek tampons.

Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details.  We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. Neither brand name nor model were provided. The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The reported brand name of this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated that the consumer reported a tampon came apart upon removal and pieces remained inside the consumer's body. The information provided indicated that the consumer experienced pain, discomfort, itching and redness.